Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the screen "preparing to fill" during troubleshooting with tandem technical support, the notification was able to be cleared. The customers blood glucose level was above 200 mg/dl. The customer took a bolus. In addition, it was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer reloaded a cartridge and the issue was resolved.